Event description:
Originally reported that catheter knotted in pt during use. Reported that user was twisting catheter for insertion, resulting in knotting. Pt was taken to or for catheter removal-required enlarged femoral insertion site only. In 2003, received additional info. It was reported that the balloon was inflated in ra or rv and could not be deflated due to cath. Knotting. To remove catheter, pt taken to emergency surgery to have femoral artery opened and catheter removed.